Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. No injury or medical intervention was reported. Product data was provided by the patient for evaluation. The data was reviewed on 07/22/2016. The complaint of loss of connection was confirmed. However, a root cause for the reported loss of connection cannot be determined.